Event description:
Getting the "charger fault" light when this battery is in the charger. A review of the patient's downloaded data revealed several battery pack faults. The suspect battery pack was replaced.